Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following:  brand name [micra] product ID [mc2avr1-delsys] (serial: [(B)(6)]). D9: yes, return date: 22-apr-2025 h3: no medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant the leadless implantable pulse generator (ipg) exhibited no capture after fifteen deployments. The physician expressed concern about pressing further and felt unable to proceed. However, another physician took over and pressed firmly, achieving placement. After flushing, flossing, and cutting the tether for removal, the tether became stuck and could not be pulled. Also, the device main unit was dislodged and, after the tether was completely removed, the catheter was also removed and the main unit was collected with agilis and a snare. A new device was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Mc2avr1-delsys serial# (B)(6) product event summary: a partial delivery system was returned and analyzed. The lumen of the delivery system was torn. Blood was observed in the lumen of the delivery system. The analyst noted a partial delivery system was returned without the tether, and tether pin. The device was separated from the delivery system. There were no anomalies found with the recapture feature on the device. There were no anomalies found with the deployment button. Analysis of the tether could not be performed as the tether was not returned with the delivery system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.